Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this device experienced fine atrial fibrillation (af) and went into a ventricular arrhythmia in the ventricular tachycardia (vt) zone. Anti-tachycardia pacing (atp) was provided which accelerated the rhythm into the ventricular fibrillation (vf) zone. A shock was successfully provided which converted the arrythmia, with the shock impedance in range at 64 ohms. Technical services (ts) recommended programming optimization. There was a delay to pacing of greater than 2 seconds. This device remains in service. No adverse patient effects were reported.